Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded and experienced asystole. The electrocardiogram (egm) strips were reviewed and all the lead measurements were within expected range. There were no reports of non-capture and no ventricular high rate episodes detected. The lead remains in use. No further patient complications have been reported as a result of this event.